Manufacturer narrative:
(B)(6). Manufactured september 21, 2016 ¿ september 23, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion while using a half day infusor. The reporter stated that the device flow rate is lower than 5 ml/hr and was taking longer to infuse. The device was filled with desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.